Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. Visual and dimensional inspections were performed on the returned device. The stretched coils were confirmed. Additionally, analysis revealed a core separation. The difficulty removing the device could not be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat a lesion located in the proximal left anterior descending artery that was 70-90% stenosed and the first diagonal artery. Two versaturn guide wires were placed in the anatomy. No resistance was felt during advancement of the guide wires. Upon removal of one of the guide wires resistance was felt and it was observed that the tip was stretched with no separation observed when removed from the anatomy. No adverse patient effects or clinically significant delay in the procedure were reported. The procedure was considered successful. No additional information was provided.